Event description:
The customer reported that after the battery was changed, the insulin pump alarmed no delivery. The caller stated that he also changed the infusion set multiple times, but his blood glucose went up and ended up in the hospital. The caller did not provide the exact date of his admission since he felt really sick. The blood glucose reading at time of call was 144mg/dl. Troubleshooting was declined as customer stated having a yeast infection on the back of his throat and it was hard for him to talk. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.